Manufacturer narrative:
Evaluation results: limited information; root caused undetermined. Inherent risk of procedure -failure to deliver stent and stent deformation. No results available since no evaluation was performed- no device returned for evaluation. No device received for . Conclusion results: limited information; root caused undetermined. Known inherent risk of a procedure -failure to deliver stent and stent deformation. Unable to confirm complaint - no device received for evaluation. (B)(4).

Event description:
It was reported that the physician was attempting to deploy a 3.0mm diameter x 24mm length endeavor resolute (rx) drug eluting stent treat a lesion located in the lad mid with 90% stenosis in a patient. Pre-dilatation was performed using a 15x20 balloon. The physician proceeded to use the stent but the device could not pass the lesion. Upon removal from the patient, it was noted that the struts of the stent were lifted. The lesion was then treated with another stent. No patient injury or other sequelae were reported for this event. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation, results: patient¿s condition affected effectiveness of device (90% stenosis). Deformation problem. Conclusion, results: device failure related to patient condition (90% stenosis).

Event description:
Evaluation summary: the hypotube was kinked approx. 11.5cm distal to the end of the strain relief. The distal tip was flared. The stent was positioned correctly on the balloon between the inner shaft markers. The 1st, 2nd, 3rd, 4th, 5th, 8th, 9th and 11th distal stent segments were deformed with multiple raised struts. The balloon had not been inflated.